Event description:
Patient admitted for abdominal pain and back pain. She also stated that she has been having trouble doing her peritoneal dialysis because her machine was not working for the last 2-3 days. Continuous cycling peritoneal dialysis (ccpd) started and after few hours the dialysis rn was called by the primary rn stating that the machine was alarming. Upon arrival of dialysis rn, she noted that the machine was alarming with "supply lines blocked". There were 3 alarms on record. She checked the supply lines but noted no blockage, and treatment was resumed. After few minutes the machine alarmed again with same error, hence the decision to call fresenius support was made. Fresenius support tech responded and helped troubleshoot the machine over the phone. Bubbles were noticed on warmed solution and tech support stated that sometimes machine will sense the bubbles and will think that bag is empty. At that time, they were unable to continue treatment. Rn was advised thereafter to reset the cycler with new supplies. Patient was made aware of the issue and new lines and solutions were obtained. Then, stat drain was completed, and the patient was disconnected from ccpd using strict aseptic techniques; peritoneal dialysis (pd) line clamped and capped. Treatment was restarted, patient connected to ccpd using strict aseptic technique, line and connection secured. Procedure was completed with no further problems. No harm to patient. Manufacturer response for liberty select cycler assembly, liberty select cycler (per site reporter). Fresenius technical support technician was contacted by phone when the device failed: advised to re set-up the cycler with new supplies.